Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see associated reports: 0001825034 - 2018 - 01379, 0001825034 - 2018 - 01381, 0001825034 - 2018 - 01382. Concomitant products: 195920 vgxp intlk femoral lt 60, lot 516440. 195816 vgxp xp e1 tib brg ll 11x71, lot 812000. 195886 vgxp xp e1 tib brg lm 11x71, lot 979060. Report source: foreign. The event occurred in (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Device remains implanted.

Event description:
Clinical study 505 - the patient had a knee implant and had mentioned problems performing usual activities, slightly painful to stand up, occasional limping, moderate difficulty in kneel during his 6 month follow up visit and also mentioned problems walking, performing usual activities, moderate pain, impossible to kneel and moderate difficult to do shopping on own during his one year follow up visit. No further information has been made available at this time.